Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that on (B)(6) 2013 the patient was taken to the hospital with elevated blood glucose (bg) and vomiting due to an insulin leak. The reporter stated that on (B)(6) 2013 the patient's bg had elevated to over 500mg/dl. A correction bolus was given, and the patient's bgs reportedly started to come down, so the patient went to bed. The next morning, the patient reportedly awoke with vomiting but went ahead to school, where the patient continued vomiting. No additional bg values were provided. The patient was reportedly taken to the hospital where he was placed on IV insulin. The reporter stated it was then noted that insulin was leaking at the connection of the tubing and the cartridge. The reporter did not note any damage to the cartridge or the tubing, and stated that the supplies had been in use for two days without issues and this was day three of use. The patient was reportedly released on (B)(6) 2013 with new supplies and bgs have been around 100mg/dl since.

Manufacturer narrative:
This complaint is being reported due to the allegation that the patient experienced hyperglycemia requiring medical intervention due to a leaking cartridge. Animas does not manufacture the infusion set but will forward the complaint to the relevant manufacturer.

Manufacturer narrative:
Follow-up #2 (B)(4) ¿ device evaluation: no cartridge was returned; a retained sample was evaluated by product analysis on (B)(4) 2013 with the following findings: a cartridge leak test was performed with no failures being observed. A cartridge force test was completed and confirmed that the cartridge force was within specifications.